Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a relay was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect replay has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while troubleshooting, the relay of the imaging system was damaged. There was no patient present at the time of the issue.